Event description:
During a total abdominal hysterectomy, surgeon was using the instrument in an open hypsterectomy and getting some bleeding. Case completed with another device of the same product code. No patient consequence.

Manufacturer narrative:
Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and the right max button was non-functional. The device was tested on a generator and no error codes were received. The device was disassembled and the right max dome was found to be non-functional. The analysis concluded that the right max hand control button was non-functional because the dome was not working properly.